Manufacturer narrative:
The patient was reimplanted with a new device on the contralateral side on (B)(6) 2014. This report is filed october 16, 2014.

Event description:
Per the clinic, the device was explanted on (B)(6) 2014 due to infection at the implant site. Reimplantation is planned but has not taken place as of the date of this report, (B)(6) 2014.

Manufacturer narrative:
(B)(4) .